Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a patient complaint through social media they experienced numb chin syndrome from the use of the template aligner arch - suresmile. They were seen by an oral specialist who said that the numb chin is being caused by compression of their lower incisor and gum from the aligners. They were advised it hopefully can be reversed but could be a long road to recovery, possibly requiring medication to help the nerve recover. They have been advised to stop wearing the aligners immediately.